Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to instability and patella femoral pain. Patella appears to be lateral of knee midline. 14mm poly was pulled and a 25mm was implanted.